Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with this left ventricular (lv) lead exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms. However, during system check, pacing impedance measurement was at 700 ohms. All lv lead vectors were tested and found two vectors that did not create a more than 2,000 ohms impedance measurement. Both configurations have good threshold and x-ray result was unremarkable. The patient will be continuously monitored. No further interventions were performed at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that a revision procedure was performed. The lv lead was surgically abandoned due to pacing impedance measurements greater than 2,000 ohms. The device remains actively implanted. No adverse patient effects were reported during the procedure.